Event description:
Procedure: lobectomy. Reportedly, after the second firing, returned the black return knobs, but the jaw would not open, so cut additional tissue. No further patient injury reported.